Event description:
It was reported that the patient came to a routine visit, where testing confirmed that the device has malfunctioned. No accident was reported by the patient. It is unclear, if the patient is still able to hear with his device.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.